Event description:
It was reported that during a low anterior resection procedure, the seal system failed to keep pneumoperitoneum, which resulted in gas leakage. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Yes please describe the noise. Whistling sounds came from the seal system inside excel. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Not much. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Not clear. Was a device inserted in the trocar during the leaking? Yes if so, what device? Clip applier. Was any torque being applied to the trocar or device? Not much. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.